Event description:
It was reported vessel occlusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. A bsc representative reported that during an laa procedure on (B)(6) 2025 a transesophageal echocardiography (tee) physician reported that a different patient had a device that was reported to have been implanted in the pulmonary vein during an laa procedure that was done on (B)(6) 2025. It was reported that the device was partially explanted, and a portion remains implanted. There was no injury to the patient reported. No further details have been provided.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received; corrected procedure date noted in summary from (B)(6) 2025 to (B)(6) 2025. H6: removed patient code e2008: foreign body in patient. H6: impact code added.

Event description:
It was reported vessel occlusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. A bsc representative reported that during an laa procedure on (B)(6) 2025 a transesophageal echocardiography (tee) physician reported that a different patient had a device that was reported to have been implanted in the pulmonary vein during an laa procedure that was done on (B)(6) 2025. It was reported that the device was partially explanted, and a portion remain implanted. There was no injury to the patient reported. No further details have been provided. It was further clarified that the patient has not had surgery or an extraction to remove any portion of the device. The device remained implanted in the pulmonary vein. The patient had a consultation with a surgeon. Computed tomography (CT) imaging was completed, and the pulmonary vein appeared to be completely occluded, and the left superior pulmonary vein (lspv) appeared partially covered.